Event description:
A distributor reported that a customer encountered a 11a temperature alarm with their insulin pump, which was also heating up and experiencing multiple temperature alarms over several days. There was no reported impact to the customer¿s blood glucose level. The customer will return the faulty device, and a replacement pump is expected to be provided.